Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pump alarm was heard. The alarm heard was the critical alarm and was confirmed by telemetry. The alarm was due to a motor stall. The stall was constant and had not recovered. The logs indicated a stall and recovery on (B)(6) 2011 and then another stall without recovery on (B)(6) 2011. The alarm began "(B)(6) ago" and had caused the pt to have an underdose. The pt was in excruciating pain. The pt was admitted to the hospital. It was not known whether the pump would be replaced at the time the event was reported. The drugs in the pump at the time of the event were morphine and bupivicaine. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.